Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure could be confirmed. The user interface holder was replaced and the ventilator was returned to clinical service. The failure could be confirmed on provided photo. The consequence of this kind of mechanical damage is that the user interface gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is that the user interface has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of (B)(4) pulse duration 6 ms, and total number of 1000 impacts. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the user interface holder broke. There was no patient involvement. (B)(4).